Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is hearing beeps on the device, which is not consistent with the normal patient alert toning. The device is still in use. No patient complications have been reported as a result of this event.